Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a refill appointment scheduled for (B)(6) 2015 and at that time further logs would be available. It was further clarified that suddenly meant that the physicians did several times the telemetry that day. In the late afternoon, when he did another telemetry the logs showed that the motor stall had recovered. So with the last interrogation of the pump, the message appeared in the logs. When the alarms were demonstrated on (B)(6) 2015, no alarms were noted or present and confirmed that there were no acoustic alarm on (B)(6) 2015. The logs were also now sent which noted the motor stall occurred at 10:32 on (B)(6) 2015 and had recovered on that same day at 15:27. Should additional information be received a supplemental report will be filed.

Event description:
It was reported the pump had a motor stall after a magnetic resonance imaging (MRI) scan of this patient. The stall was due to the MRI exposure but had recovered more than two hours after the scan. The physician performed telemetry several times after the MRI and the motor stall message occurred every time. The MRI was in the morning around 10:30 a.m. In the afternoon they decided to perform a rotor test under the x-ray at approximately 4:00 pm but the physician was not able to see that the rotor was moving considering that this patient had a very low daily dosage (0.4mg/day). Since the physician could not see a change in rotor position with the x-ray, he made another telemetry of the pump and suddenly it showed that the motor stall recovered. The logs were checked. Reportedly, both the physician and patient knew what the critical and non-critical alarms sound like, as demonstrated at an appointment on (B)(6) 2015, but the pump did not ¿show¿ any acoustic alarm (critical or not-critical alarm). The product issue was reported as resolved but the cause was reported as ¿unknown or n/a.¿ at the time of the report the patient's status was reported as alive-no injury. No patient symptoms were associated with this event. The pump was reported as remaining implanted and in-service. This device system delivered morphine. If additional information is received, a follow-up report will be sent.